Manufacturer narrative:
Concomitant products: 3389s-40 stimloc dbs lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. It was reported that he was having a little bit of soreness around the lead that goes into the stimulator. The patient reported it was not sore all the time but after he was laying down for a while and then when he got up he could feel it when he turned his head one way. The patient reported they did not think it was swollen. There were no further complications reported as a result of this event. The date of event is approximate. Please reference reg report # 3004209178-2017-11178 for the related ins.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.